Event description:
Patient presented today for extraction of a boston scientific crtp (cardiac resynchronization therapy pacemaker) due to infection. The patient had a pocket revision following upgrade on (B)(6) 2024. The (B)(6) lead was a chronic lead implanted on (B)(6) 2013. The pocket was positive for mssa (methicillin-susceptible staphylococcus aureus). An tee (transesophageal echocardiogram) was performed and vegetation of the mv (mitral valve) was seen and some endocarditis noted. The system was extracted and all pieces sent to hospital pathology as per protocol and will not be returned to (B)(6). A new system was implanted on the palatial side without complications. The patient was stable pre/intra/post procedure. The physician did not feel the (B)(6) product contributed to the explant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).